Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming vxi testing due to its liquid crystal display being out of specification, it was missing pixels. Analysis further noted that the upper case was dented, a bail cover and bail were missing, a bail cover was broken, the battery contacts were compressed, the ring was bent and the keyboard was torn. The device was to be scrapped in-house. (B)(4).